Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 08/26/2025. Data was further reviewed. Confirmation of the complaint and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, at approximately 4:00 am, the patient awoke to a continuous glucose monitoring (cgm) reading of 40 mg/dl. The patient did not hear the dexcom app¿s low glucose alert due to the phone¿s volume being set too low. At the time, the patient was wearing a tandem insulin pump and reported experiencing shaking. The patient was self-treated with chocolate milk and contacted emergency medical services (ems). Upon arrival, ems administered glucose (route not specified). Following initial treatment, the cgm reading increased to 52 mg/dl. No fingerstick blood glucose reading was reported. The patient was then transported to the emergency room (ER), where glucose was administered intravenously. No additional cgm or blood glucose meter readings were documented during the emergency room visit. At the time of the report, the patient remained hospitalized for over 24 hours and was reportedly improving. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.